Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the allegation of "electrical issues" was unable to be duplicated, and the unit passed all functional and leak tests. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had electrical issues. The reported malfunction occurred during reprocessing. There was no patient involvement.